Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the electrical control unit of the battery oscillator device was damaged and would not run. It was further determined that the motor was worn out, and the moving parts of the trigger did not move smoothly. It was observed that the control unit was defective, and the trigger was stiff. It was further determined that the device failed pretest for check the triggers and ecu (electronic control unit), check the off/on/on mode and trigger test. It was noted in the service order that the device had an undetermined allegation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.